Event description:
The male patient was admitted to the hospital with chest pain and an acute myocardial infarction. He had a 3.0 x 28 mm cypher stent implanted in the mid left anterior descending (lad) artery. Five days later, the patient returned with thrombosis. The thrombus was extracted and the patient is in good condition.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.